Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Imdrf device code a0504 captures the reportable event of the biopsy cap leak/splash.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the blue air water button was sticking, and the physician had to press the button multiple times to clean the scope lens. Reportedly, a leak occurred with the seal biopsy valve cap closed, and it keeps falling off from the endoscope. The physician stated "he was sprayed in the mouth by stool from the biopsy cap." It was washed and cleaned with soap and water after the incident. There were no additional intervention or treatments given. The procedure was completed with the same original seal biopsy valve. There were no patient complications reported as a result of this event. Additional information received on october 14, 2024 the user is new to the product and has only been using it for one month.